Event description:
The customer informed pmt of a leak near the internal port with one expander. The physician explanted both expanders, but only one was reported leaking.

Manufacturer narrative:
Additional lot # 123008. This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.